Manufacturer narrative:
Correction: please retract this MDR 2938836-2018-10269 with unknown serial and model number. Correct report with mode and serial number was filed on (B)(6) 2018 under MDR 2017865-2018-12786.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for device interrogation. Upon interrogation, it was found that the device was in a backup vvi pacing mode. It was noted that the device had eri and would have to be replaced. The device was explanted. The patient was stable.